Event description:
Literature was reviewed regarding multimodal imaging assessment to predict prosthesis-patient mismatch (ppm) in patients undergoing valve-in-valve transcatheter aortic valve implantation (viv-tavi). The study population consisted of 40 patients with a degenerated surgical valve who all underwent viv-tavi with a transcatheter valve from the medtronic evolut family. Four of these patients had a degenerated medtronic surgical valve (mosaic = 3, hancock ii = 1). Prior to viv-tavi, heart failure, high mean gradients, and moderate to severe aortic regurgitation were noted among the patients in the study. Adverse outcomes of viv-tavi included: coronary occlusion with percutaneous intervention, valve embolization necessitating the implant of a second transcatheter valve, transient ischemic attack/stroke, moderate to severe aortic regurgitation, and elevated mean gradients. Additionally, the authors found that post-procedural severe ppm occurred in 45% of the study population and was associated with a higher rate of all-cause deaths and cardiovascular rehospitalizations (valve- or procedure-related).

Manufacturer narrative:
Citation: bianchini f, romagnoli e, aurigemma c, et al. A multimodal approach to predict prosthesis-patient mismatch in patients undergoing valve-in-valve trans-catheter aortic valve implantation. Cardiovasc revasc med. 2025;70:41-47. Doi:10.1016/j.carrev.2024.06.012 earliest date of publication used for date of event and date of death. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.